Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The exact date of event is unknown, therefore, the date of which gore distributor was made aware of the event was used as date of event. (B)(4). A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown.

Event description:
It was reported to gore that a gore-tex® suture was used to repair a heart valve (replacement of chordae tendineae) on a patient during the previous year (year 2021 with an unknown date). The batch and serial number is unknown but the model is reported as 4n02a cv4 90cm th18. On a unknown date end of (B)(6) 2022, the patient was operated again due to a torn thread. The breakage appeared just below the knot. The valve was sutured again with gore-tex® suture with success.

Manufacturer narrative:
D9, h3: updated that the device is not available for evaluation (due to it not being returned by the reporter. H6: added type of investigation code 4119 - insufficient information available. Updated investigation findings code to 3221 - no findings available. Code 3233 is no longer applicable. Updated investigation conclusions code to 4315 and 22. Code 11 is no longer applicable. Engineering evaluation could not be conducted as the suture line is no longer available. Multiple attempts have been made to acquire additional information to classify any possible specific device problem, device identification, and event dates. No additional information has been provided. The reported complications may be the result of the patient¿s disease progression or disease symptoms, co-morbidities and conditions and surgical technique, however, this is unknown as, despite multiple attempts to obtain further information, no further information has been provided to gore. Per gore-tex® suture instructions for use (IFU), possible adverse reactions associated with the use of any suture include, but are not limited to, tissue dehiscence, infection, localized inflammatory reaction, and transitory local irritation. Broken needles or damaged thread may result in extended or additional surgery or retained foreign bodies. Corrected h6: health effect - impact codes 4627 and 4625 were inadvertently entered. Corrected with 4629 - device revision or replacement.